Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.

Event description:
It was reported by the clinician that upon removal of the arterial line, the catheter separated from the bottom of the hub. As a result, the remaining catheter piece was surgically removed from the pt. There were no complications reported.